Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had error code #6 displayed when the device is powered on. Touch calibration is required when entering the maintenance interface. Touch screen calibration fails. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) observed the device and stated that the touch screen was recalibrated, the error code was resolved, and the device met factory requirements. All functional and safety checks that meet factory specifications have been performed.

Event description:
Na.